Event description:
The device was used to treat a pt. Reportedly, the device displayed artifact while monitoring the pt in paddles mode. Additionally, the device was charged to 200 joules but would not discharge.